Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the emergency department that the pump occlusion alarms are "difficult to clear." It was further stated that the nurses "feel that most occlusions alarms are false" and the nurse will have to "re-start" the pump entirely. This is reported to happen more often with slower infusion rates. There were no adverse affects caused to any patient as a result of this event.